Event description:
While completing an acl reconstruction, dr. Inserted a smith & nephew endobutton to fast the graft in place when the suture broke. The lot number for this product is 50275984. A second endobutton was placed and as dr. Deployed the suture it broke as well. The lot number for the second suture is 50260932. Dr. Obtained an intraoperative x-ray to determine the placement of the endobutton suture and it was in the correct place. Both of these items were brought in by the sales rep and we were not charged for either item. Both sutures are being held in there respective boxes awaiting futher investigation.

Event description:
While completing an acl reconstruction, dr. Inserted a smith & nephew endobutton to fast the graft in place when the suture broke. The lot number for this product is 50275984. A second endobutton was placed and as dr. Deployed the suture it broke as well. The lot number for the second suture is 50260932. Dr. Obtained an intraoperative x-ray to determine the placement of the endobutton suture and it was in the correct place. Both of these items were brought in by the sales rep and we were not charged for either item. Both sutures are being held in there respective boxes awaiting futher investigation.